Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number 10347879. The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was initially reported by a female consumer that she experienced irritation on her left eye (os) and her os felt dry after she removed the complaint contact lenses. It was added that her eyes were fine and that the symptoms had resolved. Additional information was received on (B)(6) 2017 via a telephone call. The consumer reported that she experienced an eye infection and an ulcer. She added that she was not willing to give any further information. No further information can be obtained at this time.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.